Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 250 mg/dl. The customer stated that the infusion set and adhesive partially came out of her leg, and she had no idea. The customer felt that she did not get any insulin the entire day. The customer also stated that the insulin pump did not alarm no delivery. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back for troubleshooting at her convenience.